Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the high blood glucose level, the customer administered a correction bolus using the pump. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.